Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the following information received: "it was reported that the event did not happen in surgery. One of the prongs on the instrument came off in central sterile and was discarded pa replacement is needed at the hospital". The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed one pin broken from humeral stem pin punch as a consequence of the weld breakage. Broken fragment was not returned for evaluation. No additional damage was observed on device surface. A new design was developed for this device. However, since device had 12 years of service, it is not unreasonable to conclude that a potential cause for this condition was traced to an end of life problem. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the humeral stem pin punch would contribute to the complained device issue. Based on the investigation findings, potential cause is traced to an end of life problem. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found a nc associated with this product/lot combination issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the event did not happen in surgery. One of the prongs on the instrument came off in central sterile and was discarded.